Event description:
Per the clinic, the patient experienced a wound dehiscence at the implant incision wound and subsequently underwent revision surgery to rotate the skin flap. The patient was treated with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced persistent skin breakdown and developed an infection. Subsequently, the device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient experienced necrosis leading to extrusion of the device.